Event description:
A report was rec'd from the study indicating that the pt was hospitalized after experiencing angina pectoris. An echocardiogram showed t wave inversion avl, v2 and troponin negative. The pt was diagnosed with troponin negative acute coronary syndrome and was discharged home. This event was reported as unrelated to the index procedure and device.

Manufacturer narrative:
The patient was randomized to the clinical trial for two-vessel disease in 2007, however, at index procedure only on lesion was treated. The indication was stable angina pectoris. The pt underwent implantation of a 2.75 x 33mm cypher select plus stent in the proximal to mid left anterior descending artery. The product remains implanted in the pt thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.